Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The unknown lesion was pre-dilated with an unknown device. The physician advanced the 2.75x12mm liberte bare stent but the device not cross the lesion. Upon removal flared stent damage was noted. The procedure was completed with a different device. No patient complications were reported and patient status is good. Additional information has been requested and is not available.